Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retains and returns. Source: phone.

Event description:
1 reported false positive sars result for 1 asymptomatic patient (off-label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported an additional 13 patient events which are captured on separate reports.